Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Additionally, a temperature alarm occurred. Customer's blood glucose level ranged between 200-262mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
Additional narrative: the failure investigation has been completed and the alleged malfunction alarm issue was verified. Additionally the alleged temperature alarm issue could not be verified.